Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Initial reporter - name unknown. Manufacture date ¿ unknown. This product is manufactured by zimmer biomet (b)(64 and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not mix with the powder. There was no patient injury and a five minute delay occurred in the procedure. A new device was used to complete the procedure.